Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive inappropriate therapy during oversensing. Programming changes were made.